Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and unable to recover. Customer mentioned that he has switched off the station and unplugged the power cord, waited for a couple of minutes, plugged back the power cords and switched the station back on, but they are still not able to recover the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and unable to recover. A field service engineer resolved issue with enhanced full height drawer 5 not sensing closed, identified that the latch sensor was dislodged from the latch assembly, properly reseated the sensor, ensured the retaining clip was secured, and verified correct operation using the hardware test application. The system functioned as intended after the field service engineer repaired the device.